Event description:
On (B)(6) 2011, patient reported the buttons on the infusion device stopped working. Patient stated he noticed the up button was not working and then the down button stopped working as well. Patient reported he noticed the issue when he was attempting to program a bolus. Patient stated the buttons pop back out when pressed. Patient is aware of the recall. Patient is unable to read the sn. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.